Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03404.

Manufacturer narrative:
Eval: results: microscopic inspection of the leads revealed cuts in the outer lead body. Testing the leads per procedure (B)(4) revealed the lead failed continuity and stress (twisting, bending and stretching) testing on all channels failed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.